Event description:
Proxy biomedical was notified on the (B)(6) 2014 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2014, regarding a polyform product from a pt's legal rep. The complaint states the following implant of polyform mesh the pt suffered an injury. The date of implant of the mesh is (B)(6) 2009, the pt is identified as "(B)(6)". The pt's date of birth is the (B)(6) 1964 and her weight is (B)(6). The hospital where the implantation and further procedures took place is (B)(6), USA. The physician who treated the pt is dr (B)(6); telephone number is unk. The implant involved in this complaint is a polyform synthetic mesh - the part number and lot number are unk.

Manufacturer narrative:
Evaluation code - device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - ref design fmea and polyform product insert (instructions for use).